Manufacturer narrative:
Reliability analysis inspected one opened/used partial sensor, performed visual inspection, found sensor cannula retracted inside sensor base and found broken cannula broken part was missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm needle complaint due to customer return sensor only, no insertion needle.

Event description:
The customer called to report sensor connection issues and discovered that the cannula was missing after removing it from the body. Customer's blood glucose reading was 112 mg/dl. Customer was assisted with troubleshooting the sensor. Customer agreed to send sensor back for analysis and the product was replaced.